Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The reported failure mode has been investigated under maquet's corrective action and preventive action (CAPA) system. Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) had intermittent power. Device is out of warranty.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) had intermittent power. Device is out of warranty.